Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with scattered diffuse lamellar keratitis (dlk) of the right eye two days following lasik treatment. Red blood cells from previous corneal neovascularization were also noted and may be contributing to the dlk. The patient reported blurry vision. The topical steroids were increased and the patient was scheduled to come back the next day. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. Customer stated red blood cells from previous corneal neovascularization noted, may be contributing to dlk. The manufacturer internal reference number is: (B)(4).